Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented remotely through merlin.net transmission, intermittent undersensing of pvcs was observed. Programming changes were made. Patient was doing fine and will continue to be monitored through merlin.net.